Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding), uterine leiomyoma: other. Insertion date was updated as "(B)(6) 2012" . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) : failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: this case became incident. Event injury was updated with more specific information: dysmenorrhea (cramping), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding), uterine leiomyoma. Patient date of birth added. Lab data added. Essure removal date was added. Essure insertion date was updated. Reporter causality comment was added. Reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.